Event description:
A report was received that the patient had irritation in his iliac crest and was never satisfied with the ipg location. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient had irritation in his iliac crest and was never satisfied with the ipg location. The patient will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the physician moved the battery position. The patient was reportedly doing well postoperatively.